Event description:
It was reported that during a sleeve gastrectomy procedure, the rows on left side of the gold cartridge did not deploy or remained unformed. The surgeon had to over sew and use two hemostatic agents and clips. No unusual noises were heard. Used same stapler with remaining fires and blue reloads to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: based on the photographic evidence of the subject ple60a device firing of an ecr60d cartridge, unformed staples cannot be confirmed, however, the photographs do show tissue that does not appear to be stapled. The photographs do not provide evidence relative to what may have caused the issue. The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(6). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.